Event description:
A professor reported that on the first postoperative day following intraocular lens (iol) implant surgery, a study pt was noted to have a posterior capsular fold which was causing an aftercataract. The professor reported the study team plans to perform a laser treatment in approx six months. The professor reported the event was not related to the device. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).